Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt programmer lost communication with the ipg and displayed an error message. The pt tried changing the batteries and reconnecting the wand. The sales rep sent the pt a new pt programmer, however, it did not resolve the issue. The ipg will likely be replaced.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.